Event description:
The customer called report low and high bgs. The customer stated that they were in a diabetic coma few days before and treated by paramedics at their house. The customer indicated that they had high bgs over the last couple days. Troubleshooting was performed. The pump passed all the functional testing. The programming and totals in the pump were correct. The history did not show any alarms. The customer informed that they sometimes change the set every four days and seems to have a lot of problems when inserted on right side. Instructed the customer to change the set every two-three days and avoid right side, and to contact the dr regarding the high and low bgs.